Manufacturer narrative:
Open heart surgery was performed in (B)(6) 2010. Serial number: (B)(4). Device manufacture date (mm/dd/yyyy): 05/21/2008. Through follow-up communication with the customer, sorin group (B)(4) learned that the patient underwent open heart surgery in (B)(6) 2010 and later tested (B)(6) for a mycobacteria chimaera during a hospitalization in (B)(6). The facility reported that no further patient information is available. The facility also provided the serial number of the involved unit ((B)(4)), and stated that the unit is currently removed from service pending hospital review. The device has been in use since (B)(6) 2009 and the instructions for use (IFU) has been followed during this time. The customer also stated that they will be filing a user medwatch report, however sorin group (B)(4) has not seen the report at this time. The investigation is still on-going. A supplemental report will be filed when the investigation is complete.

Manufacturer narrative:
Patient identifier, age and weight were not provided. Exact event date is unknown; only known that the procedure occurred in 2010. Additional device information: serial number: the serial number has not been provided. This information will be provided in a supplemental report if and when made available. As the serial number has not been provided, it is unknown if the involved unit has already been returned for investigation. As the serial number was not provided, the manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that a female patient tested (B)(6) for a (B)(6) mycobacteria infection. The patient underwent a procedure which utilized a sorin heater-cooler system 3t in 2010. The facility reported that the patient is doing well. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a female patient tested (B)(6) for a (B)(6) mycobacteria infection. The patient underwent a procedure which utilized a sorin heater-cooler system 3t in 2010. The facility reported that the patient is doing well.